Event description:
During a routine scheduled maintenance, it was observed that the device's pacing output was inoperative. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was observed through functional and performance testing. On a lifepak 11 device, any failure of the therapy connector receptacle also has the ability to affect the device's ability to successfully deliver therapy. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the sternum wire was broken and open within the flex relief area at the quik-combo module plug end.